Event description:
During the device evaluation, the cysto-nephro videoscope was observed to exhibit a detached plastic distal cover. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the distal end detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, excessive force during handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.